Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer via the manufacturer representative reported that stimulation would randomly turn off. It did not matter what position the patient was in, the patient did not feel stimulation. It was noted that the patient would charge both inss separately, and then use the patient programmer to turn stimulation on. The patient did not check the patient programmer to confirm whether stimulation was off. It was noted that impedances measurements were taken and the ins pocket did not seem loose. It was recommended that the patient re-orient the device and turn off adaptive stimulation. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.